Event description:
An abstract from korea (stent fracture is one of the leading causes of restenosis after sirolimus-eluting stent implantation) reports that 24 restenotic lesions were observed in 22 patients. Eight of the cases also had stent fracture. Information regarding additional treatment is not reported in the abstract. This complaint captures one of the cases with restenosis only. The patient was a male with the following medical history. Smoking, diabetes, and hypercholesterolemia. Patient was admitted with nstemi. The target lesion was located in the diagonal. The lesion was a type c lesion with 3.13mm diameter. Diameter stenosis was 94.5%. A 2.5 x 33mm cypher stent was implanted at 10 atm and a 2.5 x 23mm cypher stent was implanted at 8 atm. Post procedure diameter stenosis was 20.76%. During nine month follow-up, focal restenosis was observed. The restenosis was treated with a cutting balloon.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report #9616099-2006-01353. This device (lot unknown) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.